Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.